Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they have had blood glucose readings in the 200 mg/dl and 400 mg/dl levels since they started on the insulin pump. Customer stated that she did not realize that the insulin pump was not locked and she was not receiving any insulin until she went to shower and attempted to disconnect. Customer stated that she also had a few low blood glucose readings in the 57 mg/dl to 67 mg/dl range due to not eating meals at appropriate times. Customer declined any further assistance. No further information reported.